Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the radical resection of sigmoid colon cancer surgery, when severing colon tissue, after fired, noted staples malformed with irregular shape( with straight leg). Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4), date sent: 02/11/2021. Please see h11 - corrected data h11: corrected data. Visual analysis of the returned device on 01/14/2021 revealed that the product was not a j&j product. As the cdh29a device was not returned an analysis investigation could not be done. A conclusion could not be reached as to what may have caused or contributed to the event.